Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet did not power on while on the charging pad in the correct orientation, and the device powered on after a replacement charging kit was provided, indicating an issue with the external charging accessory. Symptoms included no clinical effects. Outcomes included no user injury, no medical intervention, and no impact on therapy beyond delayed device activation. Investigation included customer communication and functional confirmation with replacement components. Investigation of this case revealed the original charging kit was not available for evaluation and the replacement kit resolved the issue. It was concluded that the complaint was attributable to a malfunction of the original charging accessory, with no adverse health consequences.